Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor transmission did not have the battery voltage reported and stated ¿battery voltage not taken.¿ it was also reported that the battery voltage was not taken due to patient¿s dysrrhythmia during the transmission. Another transmission was received and the battery voltage measurement was present. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the battery measurement was not available. Reported information indicates that the battery voltage was not collected as an arrhythmia was occurring. This is expected function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.